Event description:
It was reported that the patient, who was implanted with an indirect decompression spacer, was experiencing continued pain and increased non-device related pain in the low back and left leg. The physician planned on performing a micro decompression and minimally invasive fusion. During the explant procedure, the physician noticed that the superior cam lobe of the implant at the lumbar4-5 level was positioned directly underneath the spinous process aimed toward the spinal canal. The physician is unsure if there was a position change after the original implant, but noted that the superior section of the implant was rotated medially via anterior posterior view. He also discovered after explanation that the lumbar 4 spinous process was fractured. The physician feels that the fracture occurred during the explant procedure. The physician was able to successfully explant the spacer and proceed with the micro decompression, however was unable to move forward with the minimally invasive fusion because of the fractured spinous process. The patient was doing fine post-operatively. The explanted spacer will not be returned as it was discarded by the medical facility.